Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was operating in safety mode. Critical therapy remains available. The clinical observation was documented, and the device remains in service at this time. No adverse patient effects were reported.